Manufacturer narrative:
This follow-up report is being submitted to relay additional information. It is noted that for these reports, only two out of the three anchors were reported to be retained. All reports are being listed for serious injury as it is unknown which lots were retained. Adding note for there being an inserter the was fractured and retained along with the anchor fractured and retained. It is noted that it is unknown which lot was fractured and retained. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Device history records were reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Adding note for there being an inserter the was fractured and retained along with the anchor fractured and retained. It is noted that it is unknown which lot was fractured and retained. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3006108336 - 2023 - 00024; 3006108336 - 2023 - 00025. It is noted that for these reports, only two out of the three anchors were reported to be retained. All reports are being listed for serious injury as it is unknown which lots were retained. G2 : foreign : japan. The device will not be returned for analysis, however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery for the pectoralis major muscle repair, the anchor of the complaint product was fractured while the surgeon tried to implant it. It was reported that three anchors fractured and two of the three anchors remained in the patient's bone. It was reported as well that the bone quality of the patient was hard. Attempts have been made and additional information on the reported event is unavailable at this time.